Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and product lidstock for evaluation. Definite signs of use were observed on the needle hub. Visual examination revealed the needle hub contained one lateral break/crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained one lateral crack. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. The needle hub from this kit was released (september 2020) prior to implementation of the corrective action (march 2021). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.